Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported insulin was pushed out during the load cartridge phase for the past two routine infusion set and cartridge changes. She reported that she completed the rewind step with a cartridge filled to 200 units. During load step insulin was pushed out to 140 units and then stopped; the pt completed the load and prime steps manually. The pt confirmed she was disconnected during each set change as trained. She confirmed that she has not experienced any blood glucose excursions.